Event description:
It was reported that the cartridge was damaged at the cartridge head, interrupting insulin delivery. Customer¿s blood glucose level was 293 mg/dl. Reportedly, a new cartridge was loaded to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.